Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete. This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.

Event description:
It was reported that the pump stopped without warning. The pump was replaced. No pt symptoms were provided. The pump was used to deliver dilaudid and clonidine. The pt outcome was recovered without sequela. Additional information has been requested. A f/u report will be sent if additional information becomes available.